Event description:
It was reported that the patient presented in emergency room due to unrelated events. Upon interrogation, it was found that the right ventricular lead exhibited post paced t-wave over sensing. Programming changes were made. Patient condition was stable.